Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of chemo drug leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in generated a leak during patient use. The reporter stated that ¿chemo drug leakage.¿ a sample photo is not available. The sample is not available for return. There was no patient harm reported.